Event description:
The customer contact reported, the patient received less medication than intended. The unspecified gemstar tubing set was being used to deliver morphine 1mg/ml via a gemstar pump that was programmed to deliver at a rate of 1mg/hr with bolus dose of 1 mg, 10 minute lockout. After an unspecified length of time, it was reported, the pump displayed 0.32ml remaining to be delivered; however, the amount of medication that was left in the solution container was 20.68ml. The tubing set and pump were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. The customer contact reported, the patient's status was unchanged. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).